Event description:
International affiliate reports the disposable perforator failed to disengage when drilling during a craniotomy. No injury resulted.

Manufacturer narrative:
Historically, with complaints of this nature, the returned perforators have been visually inspected as rec'd, disassembled and cleaned, and then visually and dimensionally inspected. No discrepancies have been found. The perforators have been reassembled and functionally tested for cutting and drilling. The devices have been found to meet specification requirements. The reported condition has not been duplicated. Review of the device history records have found no discrepancies in the processing of the perforators. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.